Event description:
It was reported that the right ventricular (rv) lead was observed with fluctuating thresholds. The clinic is continuing to monitor the issue, and the lead remains in use. No patient complications have been reported as a result of this event.